Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user / pt contacted lifescan (lfs) alleging an "other message" issue with a one touch ultramini meter. The medical surveillance specialist (mss) was unable to obtain/verify info during a f/u call since the pt hung up. The pt described the issue by indicated that the device was displaying "c09". According to the owners manual, after a test strip is inserted into the meter, the device will display the start-up test screen followed by "c" and a numerical code or "c--". It is not clear what the alleged issue actually was. It is not known if the pt was unable to change the code, if she did not know how to change the code, if the display was frozen with "c09", or if she was receiving a result of "c09" during an attempted test. Three to four weeks after the alleged issue began, the pt claimed that she developed symptoms of aggressiveness, agitation, thirst, and not feeling like herself. The pt denied that she received treatment because of the alleged issue. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided; this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury 3-4 weeks after the alleged issue began. It is not clear as to what the actual alleged issue was involving the "c09" code or message.